Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump would not turn back on. Customer's blood glucose level was not impacted. Reportedly, the customer reverted to alternate therapy for diabetes management.